Event description:
It was reported the patient is experiencing pain (pocket stimulation) at his scs ipg pocket site upon turning up stimulation to perception. An sjm representative was unable to resolve the issue with reprogramming as the patient still experienced pocket stimulation although it was better. Follow-up identified the patient is experiencing the pain/pocket stimulation at the end of the scs ipg head (x-rays revealed no anomalies). Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.